Event description:
Patient presented with right femur fracture at surgeon's office after falling while playing golf, and an internal fixation surgery was performed and a 4.5mm curved broad lcp plate was implanted. Four months post operative, pt fell and landed on a chair and surgeon diagnosed a transverse fracture through the shaft of the femur and confirmed the plate to be broken at the fracture. Surgeon explanted the plate and re-implanted another plate of same part number.

Manufacturer narrative:
Subject device has been rec'd. Device is currently in the investigation process. No conclusion is available at this time. Synthes is unable to determine the MFR date without a lot number.